Event description:
Enseal tissue sealer g2-insulation around end of device was starting to peel back. Device removed from service and replaced new device.======================manufacturer response for enseal tissue sealer, (brand not provided) (per site reporter).======================